Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by a letter from an attorney, alleging the fork/caster assembly came out of the device housing causing the end user to fall. The end user sustained displaced trochanteric fracture of the left femur which required surgery and a fracture of the end user's left forearm. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.